Event description:
The device was originally reported for customer not sure delivering insulin. It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 37 and 48 hours on the leg. Upon investigation of the device, results found a tear in the exposed portion of the soft cannula.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have two tears. Fluid was observed exiting the tears during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.